Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected check settings alarm was noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces. The keypad connector was fully locked. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they removed and reinserted the batteries from the device but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 464 mg/dl at time of reporting. Nothing further reported.